Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2019-18327. Related manufacturer reference number: 2017865-2019-18328. Related manufacturer reference number: 2017865-2019-18329. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was congestive heart failure, ischemic cardiomyopathy, and coronary artery disease. No additional information was reported.